Manufacturer narrative:
D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the user interface module (uim) is having video issues, but has not confirmed the issue. No patient involvement.